Manufacturer narrative:
Product analysis summary: the delivery system returned with residue visible in the balloon. The device was placed in the waterbath to disperse the residue in the balloon in order to aid inflation. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal shaft. The balloon failed to maintain pressure. Upon visual inspection of the delivery system, there was a puncture on the distal shaft 5.5cm proximal to the distal tip. The distal shaft material was protruding outwards at the puncture site. Lead in scratches were not evident proximal or distal to the tear site. A puncture was evident to the inner member, the material appeared to be protruding outwards. No other damage evident to the remainder of the device. Image review summary: a contrast image shows a severely diseased lad and lesions from the proximal to distal vessel as reported by the account. A pre dilation balloon is then delivered to the distal rca. The balloon is inflated, but contrast cannot be seen in the distal portion of the balloon possibly due to air in the balloon. This may be the reported inflation difficulties. A stent is deployed in the distal rca. A contrast image shows improved blood flow of the distal rca. An image of the lad lesions are taken showing a narrow proximal lesion. A stent is deployed along the length of the proximal lad lesion. A contrast image shows improved flow through the lesion. A pre dilation balloon is delivered to the distal lad. A contrast image of the lad shows vessel disease along the length of the lad. A stent is delivered to the distal lad. The stent does not appear completely expanded as reported by the account, as shown by the dark spot in the image. A balloon is inflated in the proximal-mid lad. During balloon inflation, contrast blushing around the balloon can be seen, suggestive of a balloon leak and possibly the inflation difficulties. An image shows a stent deployed at the location of the previous balloon inflation in the proximal-mid lad. An image shows stents deployed along the length of the lad vessel from proximal to distal. A contrast image is taken, and flow through the lad is poor. A spider view image is taken showing stenosis at the bifurcation of the vessel and patchy regions or contrast along the length of stent placement, possibly due to calcification. A second spider view image of the vessel shows no stenosis where there was previously narrowing of the vessel visible. This region was possibly dilated with a balloon though this was not captured in the images. A final contrast image shows the treated lad with improved patency as shown by the flow of contrast through the vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a severely calcified lesion located in the proximal to distal left anterior descending artery, exhibiting 99% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. It was reported that inflation difficulties were encountered during stent deployment. It was informed that the stent appeared not completely expanded and the images showed a leak in the balloon. A second nc balloon was used to better expand the apposed stent. Patient status post-procedure is alive with no injury.